Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. One day after the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection vancomycin (1 gram, route, frequency, and duration not reported), injection meropenem (1 gram stat, route, frequency, and duration not reported), and injection fortum (1 gram daily, route and duration not reported) for peritonitis. Action taken with dianeal therapies was not reported. At the time of this report, the patient was recovering from the event. No additional information is available.